Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown femoral component catalog #: ni lot #: ni, unknown articular surface catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address component loosening approximately two (2) years post-operatively. Attempts have been made; however, no additional information is available.

Event description:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event as the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.